Manufacturer narrative:
The reason for this revision surgery was listed as squeaking after 10 years, 2 months and 16 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. If the explanted components, or other information such as patient x-rays, are made available to (B)(4), additional root-cause investigation may be possible. Any mechanical failure (as a result of wear due to prolonged use) that caused a sharp edge to articulate against a ceramic component might result the squeaking noise. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the ceramic head and ceramic liner squeaking.